Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, a medium large clip applier instrument would not clip. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However; no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument failed the clip test. The instrument was placed and driven on an in-house system. The clip did not fully close onto the test tubing. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.04" offset at the tips. As a result, the clip could not fully close during the clip test. The root cause is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. No photo or video was provided by the site for review. A review of the device logs for the medium-large clip applier (part# 470327-12/ lot# n10210412-0148) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 via system serial# sk1980 for a cholecystectomy procedure. There were 65 uses remaining after this last usage. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.